Manufacturer narrative:
Unable to download to care link due to several displayable history check failed on startup alarms in the alarms history file. Displayable history check failed on startup alarms due to a corrupted history file. No cosmetic damage noted.

Event description:
It was reported the customer's insulin pump was unable to connect to their comptuer. The customer reported receiving a test failed error message. The customer has changed the battery on the insulin pump, but they were still unable to connect. Customer was also unable to upload their insulin pump. The customer's blood glucose was unknown. No additional information provided.